Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37640 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments were carried out and blood was noted inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice # 50005 indicating a system notice was received that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was carried out pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported visible blood and # 50005 confirmed through analysis and the balloon catheter failed the return product inspection due to an outer balloon distal bond detachment observed on the balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter didn't pass the system tests and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was observed to be flowing back through the coaxial cable. The coaxial umbilical cable was disconnected from the console and the balloon catheter was replaced.  The case was completed with cryo. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter didn't pass the system tests and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was observed to be flowing back through the coaxial cable. The coaxial umbilical cable was disconnected from the console and the balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.